Manufacturer narrative:
The suspect product is the softclix plus lancet device.

Event description:
Customer using accu-chek softclix plus lancet device. Customer reports lancet not retracting. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek softclix plus lancet device lot# bas038.